Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the syringe tips and decontaminated the tubing. The cse verified the functioning of the instrument and ran quality control, however, the issue still persisted. During the follow-up visits, the cse performed instrument and water system decontamination. The cse replaced the micro valve and syringe and then tested the valves. The cse ran water test, precision testing and quality control, which were acceptable. Quality controls for level 3 were still biased high. The cse verified the functioning of probe and pump dispenses. The cse ran valve tests, which passed and verified proper functioning of the syringes. The cse reviewed the adjustments, which showed increasing slopes with decreased recovery of adjustors. The cse decontaminated the substrate line and ran water test, which passed. The cse adjusted hcg lot 442 with fresh adjustors and the slope improved. The cse ran quality control and precision testing, which were acceptable. The customer verified that quality control has been acceptable since the last service visit. The cause of the imprecise hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2247117-2017-00112 was filed for the same event.

Event description:
Imprecise human chorionic gonadotropin (hcg) results were obtained on one patient sample upon neat and diluted runs on an immulite 1000. The sample was initially run neat and the result was above the analytical measurement range. The sample was then diluted with a dilution factor of 1:41, resulting lower. The sample was repeated neat and with dilution, resulting different. The repeat result obtained upon neat run was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise hcg results.

Manufacturer narrative:
Additional information (09/28/2017): while a siemens customer service engineer was at the customer site on (B)(6) 2017, he replaced the sample probe. The issue resolved after multiple parts were replaced.

Manufacturer narrative:
Additional information (08-nov-2017): a siemens headquarters support center specialist reviewed the service report and concluded that the parts replaced are consistent with issues that can affect precision and/or lower than expected results in a sandwich assay. Imprecision can be caused by issues with intermittent failure with microvalve (small syringe), loose or bent probe, and issues with syringe tips. Lower than expected results can be caused by valve and syringe issues (e.g. Worn or faulty) causing insufficient sample delivery, substrate contamination, loose probe, and/or consistent valve failure. The cause of the imprecise hcg results on one patient sample is unknown. MDR 2247117-2017-00112_s2 was filed for the same event.